Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The account indicated the use of unspecified monarch cartridge and handpiece. A qualified viscoelastic was indicated which qualified for use with this lens, with the used of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the unspecified, multifocal company lens was replaced with an unspecified, company, monofocal lens. Additional information was provided that the patient had prior lasik surgery done around 2000. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The surgeon indicated no further information was available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other health care professional reported that following an intraocular lens (iol) implant procedure, the patient had glare & halo. The iol was exchanged for another model company lens. There were no patient harm/patient issues resolved. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with bilateral 2 of 2.